Event description:
The physician reported he noted "a slight amount of blanching and blistering at the fundus" following a successful novasure procedure. In 2008, it was reported that blanching and blistering was seen at the fundus on the outside of the uterus during a laparoscopy that followed the novasure procedure. No other info is available.

Manufacturer narrative:
Device history record (DHR) review could not be conducted as a lot and serial number was not provided by the complainant. The device involved in this event was not returned; therefore, an investigation was unable to be performed.